Event description:
The pt was implanted with the novoacor n100pc device in 01. The pt was admitted to the implanting hosp in 4/06 with the device operating in failsafe mode and at a rate of 90 beats per minute. On 4/6/06 the pump/drive unit stopped. Hosp staff changed the controller, but were unable to re-start the device. The implating physician decided, after more than 1 hour of attempting to re-start the device, to disconnect power from the system. The pt reamined conscious with moderate perfusion and was treated with medical therapy, which stabilized his hemodynamics. Over the following 5 days the pt steadily improved to a point that, in the opinion of the attending phsyician, he could tolerate surgical intervention to explant the pump/drive unit. The novocor left ventricular assist system was successfully removed from the pt in 06 after a continuous support duration of 1661 days (4.6 years). The device was returned to the MFR, underwent engineering eval, and a root cause for the pump stop was determined. The file for this event is closed.